Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have never really had a lot of results from the stimulator at all. Caller stated they have severe arthritis and osteoporosis and even after reprogramming the implant they're still in severe pain. Patient stated they spoke to hcp because the wires moved in their spine. Caller stated that they're debating taking the implant out, but with the pain they're in their doctors are talking about installing a drip for morphine. Caller stated they know a guy who had no luck with one of manufacturer's morphine pumps and went to the hospital for constipation. Caller stated they don't want morphine and don't want the wires just left in their spine. Caller mentioned that both of their doctors, hcp recommended keeping the stimulator in as it's not bothering anything. Caller noted they probably have pinched nerves going down their leg. Agent did not ask about the circumstances that led to the reported issue. Caller was very difficult to control during the call and continued to recall more and more medical history as the call went on. Agent did not ask any follow up questions due to nature of call. Agent documented reported information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.